Event description:
Caller alleged imprecision with inratio meter with two patients. Patient 1: last week ran test and got 7.5. Today, patient had 2.4 and error of qc2h. Patient 2: last week ran 7.5. Today, patient had a 3.6 and 5 min later, got 2.5. After running again, got error 114 five times. No adverse events were reported.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: 2009, 1st inr=3.6, 2nd inr= 2.5. *7.5 inr was tested a week ago. Since three hours is considered a reasonable length of time between two readings in order for comparison to be valid, 7.5 inr was excluded from precision calculation. Inratio meter: mean: 3.05; sd: 0.78; %cv: 25.50. Since 25.50% cv is more than 20%, the precision test failed the criteria for precision. See following page for additional information. Inratio precision data provided by end-user lot: date: same day, 1st inr = 3.6, 2nd. Inr = 2.5. *7.5 inr was tested a week ago. Since three hours is considered a reasonable length of time between two readings in order for comparison to be valid, 7.5 inr was excluded from precision calculation. Inratio meter: 3.05; mean: 0.78; sd: 25.50, %cv. Since 25.50% cv is more than 20%, the precision test failed the criteria for precision. In-house precision test: test date: the following month. Inratio meter: in-house meter, retained strip, 2 therapeutic donors. In-house precision testing provided (inratio meter): for each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Since donor 1 failed, additional testing will be performed with 2 more normal donors. In-house precision testing provided (inratio meter). For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both in-house test results have 6.73% respectively for each donor and are less than 16%. Both samples pass the above criteria for precision. Strip deficiency is not produced. No further action is required. Device will not be returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.